Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal pt info guide state some bruising or discomfort common during the healing process after intravascular procedures, however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling redness and / or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
It was reported a pt had a left heart catheterization procedure and an angio-seal was used for right femoral arteriotomy closure on (B)(6)2010. The angio-seal was deployed successfully and hemostasis was achieved. There were no pt issues and the pt was discharged from the hospital the same day. The following evening the pt returned to the hospital emergency room, complaining of right groin pain. Doppler ultrasound was performed, which revealed a pseudoaneurysm. Subsequent ultrasounds were performed on (B)(6)2010 and (B)(6)2010, which revealed a completely thrombosed pseudoaneurysm. Additional info was not available.